Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17306. The pt received 2 scs leads with the same lot number. The pt reported she had her scs system explanted less than a year after implant due to the system being 'cumbersome to operate'. The pt also stated although she was receiving stimulation to address her pain, she did not like the stimulation. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.